Event description:
It was reported that a ventricular tachycardia (vt) event was noted on a remote alert transmission. Later it was noted that this event showed excessive ventricular lead noise that resulted patient to have inappropriate antitachycardia pacing (atp) therapy. Noise was not reproduced. Atrial lead also noted high capture threshold. The leads were explanted and replaced. Physician also elected to upgrade the device since it had previously failed to shock and wanted to implant a new device that allowed a higher shock setting. Patient was stable, before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed via review of device image. The device was tested on the bench and no anomalies were found.